Event description:
The procedure was peripheral stenting of the left common and right external iliac arteries. Three smart control nitinol 8x40x80 stents were selected for use and were prepped according to the product instructions for use. Two smart control nitinol stents were successfully deployed without incident to the left common iliac artery. Contrary to the procedure of the right external iliac artery, which was 80% stenosed with no calcification or vessel tortuosity. The approach was contralateral: left femoral artery. A guidewire was inserted across the right external iliac artery lesion via a 7 french medkit sheath introducer. The lesion was pre-dilated using an 8 mm x 20 mm balloon catheter. The stent delivery system was advanced to the lesion over the guidewire, and stent deployment was initiated after the stent was located at the target lesion. However, the stent delivery system moved distally. Consequently, the physician discontinued deployment and located the stent again. Upon discovery, the physician noted that the outer sheath moved proximally, and the stent was deployed at the target site without the use of the deployment lever or the tuning dial. As previously indicated, the stent was deployed at the target lesion.the stent was post-dilated using the 8 mm x 20 mm, and procedure was completed without any adverse effects to the patient.

Manufacturer narrative:
Additional information was obtained and noted the following: the device was examined prior to clinical use and no visual damages were observed. Also, the distal end of the catheter was evaluated prior to clinical use and the stent was contained within the outer sheath. There was no difficulty experienced while advancing or maneuvering the stent delivery system through the vessel to the lesion. The slack was removed (as recommended in the product instructions for use) prior to deployment attempt, as the stent delivery system was advanced past the lesion site and then pulled back until the radiopaque stent markers moved in position, so that they were proximal and distal to the lesion site and the device outside of the patient was flat and straight. However, there was no information at what point was the locking pin removed for deployment. Vessel characteristics (size of vessel and lesion length) were requested but such data was unable to be retrieved per reporter. Patient specific information was not available as well. The product has been returned for evaluation and testing; however, the evaluation has not been completed as of to date. Additional information will be submitted within 30 days upon receipt. Please note that this device is distributed outside the united states; however, it is similar to the united states product.